Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that mirror image noise was observed on the right atrial (ra) lead and right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Analysis of the device memory indicated that the atrial rate and the ventricular rate histogram data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset. The ipg remains in use. No patient complications have been reported as a result of this event.